Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that user tried registration on head with tumor model on demo scan. Supine position registration was very accurate, but prone position registration had some inaccuracies. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.